Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed; however, the exact cause is unknown. The product returned for evaluation was one guidewire. The core wire of the guidewire was found to be broken and the coiled wire was found to be unraveled. Microscopic observation revealed the fracture sites of the core wire to be tapered, which is indicative of excessive tensile force. The most distal portion of the coiled wire was observed to remain tightly coiled; however, the last coil of the guidewire was observed to be misaligned and protruding. The investigation findings are consistent with damage caused by excessive tensile (pulling) stress on the guidewire. However, it was not possible to determine if the damage observed on the distal tip of the guidewire was present prior to use. Therefore, the root cause of the break in the guidewire is unknown. As a note, normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. The product IFU cautions: "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "the guidewire stretched during insertion. There was no reported patient injury. It may have gotten caught in the tip of the needle." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "the guidewire stretched during insertion. There was no reported patient injury. It may have gotten caught in the tip of the needle." No other information was provided.